Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "7" button was delayed in responding to presses. Reportedly, the customer has to press the button multiple times for the pump to respond. During troubleshooting with tandem technical support the touchscreen was functioning as intended. At the time of the report the customer's blood glucose level was 218 mg/dl.